Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy, when on the closure of uterus, the suture snapped off when it stared to penetrate the tissue there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted a suture contained in a specimen jar. It could not be determined from the photo if the suture was broken. Unfortunately, because no products were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy, when on the closure of uterus, the suture snapped off when it stared to penetrate the tissue and they reopened a new pack of the suture to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The suture was detached from the needle. Upon microscopic inspection, normal swage and crimp marks were noted. Unfortunately, as no sealed samples were returned, a needle attachment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy, when on the closure of uterus, the suture snapped off when it stared to penetrate the tissue and they reopened a new pack of the suture to complete the case. There was no patient injury.